Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd edta tube there was clotting and erroneous results. The following information was provided by the initial reporter. The customer stated: "the edta tube is clotting. The bc results had questionable differential results. When a slide was made, there was visible fibrin (clots) with visible cells."